Event description:
As reported by the user facility: while receiving a dialysis treatment the patient went into cardiac arrest. The patient was sent to the ICU. The treatment was running for approximately 1 hour and 40 minutes. Customer's bio-med technician to send trend file. Additional information from the customer on (B)(6) 2012: the customer stated they are not able to send a trend of the treatment in question. The bio-med technician inspected the function of the machine and did not find any problems with the safety functions or the operation of the machine. The customer is not allowed to talk about the patient's medical history as per the facility's policy. However, the customer confirmed the patient was treated at the hospital ICU and the patient is well again.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). It was reported that a patient suffered from cardiac arrest 1 hour and 40 minutes into therapy. The patient was transferred to ICU and recovered. The customer's bio-md technician inspected the machine on-site. No malfunction or any other product deviation was found. Since the inspection of the machine by the bio-med technician showed that there was no product deviation, a relation of the cardiac arrest to the machine is excluded. In a follow up with the reporting facility, it was confirmed by the customer that the trend data of the dialog+ machine is not available and that no further medical data will not be provided. As a relationship between the dialog+ machine and the patient's cardiac arrest was not discernible, no further measures will be taken. A historical review of the customer complaint database revealed two similar complaints. Both complaints showed that there was no relation to patients reaction and the machine. Since the trend file was not returned, a thorough investigation could not be performed. If the trend file and/or additional pertinent information becomes available, a follow up report will be submitted.